Event description:
Doctor was performing surgery on patient and the anesthesia machine completely quit working. The crna quickly started to manually bag the patient and give him supplemental IV propofol to keep the patient sedated for the surgery. The screen that gives all the reading on how much anesthesia is being administered went completely blank with and error number. The crna turned the machine power button off and then turned it back on and the machine began to work again. Crna was able to keep the patient safe by bagging the patient and giving supplemental sedating medication to keep the patient sedated until the machine did power back up and crna was able to finish the anesthesia for this patient. Ge was immediately notified and they sent a repair tech out the next day and replaced the power controller board and power supply in the machine. Manufacturer response for anesthesia machine, aisys cs2 (per site reporter): they immediately dispatched a fse to repair the problem.